Event description:
It was reported that the customer experienced loss of cgm communication between a dexcom g7 sensor and the ilet, received an instruction to connect the cgm and enter a blood glucose for bg-run mode, and upon troubleshooting and device restart received a ¿replace sensor now¿ alert, after which the sensor was replaced and a new pairing code was entered, leading to a sensor warmup with expectation of cgm values displaying afterward. Symptoms included no reported adverse clinical effects. Outcomes included restoration of cgm pairing initiation with a new sensor and continuation of therapy after warmup. Investigation included guided troubleshooting, re-entry of the pairing code, device restart, sensor replacement, and coordination with the cgm manufacturer for sensor replacement. Investigation of this case revealed a failed or expired dexcom g7 sensor prompting a replace-now condition, with ilet communication and pairing functioning after the new sensor and code were applied. It was concluded, based on previously established findings for similar reports, that the cause was sensor malfunction or premature sensor failure requiring replacement.